Event description:
Customer states that needles prematurely released from the suture during abdominal aortic aneurysm procedure. There are no reported adverse consequences to the pt related to this event.